Event description:
It was reported that this right ventricular (rv) lead is suspected to be fractured. (B)(6) technical services (ts) suggested reprograming options. This lead was capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).